Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
Additional narrative: correction: the complaint description states that the broach handles were not locking onto broaches. The devices associated to the complaint were not returned. It is reported that an engineering assessment was performed. The analysis concluded that there is extensive impaction damage to both the broach handles and also cracks can been seen around the pivot pins on both broach handles. The assessment is that this complaint is due to wear and tear. A search into the complaints database was performed, no other similar complaint was reported for the affected product codes and lots combinations. Based on the information received and the investigation performed, the root cause of the incident is due to wear and tear. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). Followup with the complainant has been conducted for the lot number, and the information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Broach handles not locking onto broaches.